Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms that stopped insulin during the night. Blood glucose (bg) was over 600 mg/dl and the ketone level was large. The pump supplies were changed; however, bg did not lower. The customer was treated in the emergency room (ER) with manual insulin injection and fluids. At the time of the report, the customer had not yet left the ER. A pump system check was performed using the current supplies and no pump issues were identified. The customer did not remove the infusion set site as it was just put in prior to the ER visit. Although multiple attempts were made for additional information, the customer did not reply.